Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As a result, the patient had their ipg explanted and replaced. Effective therapy was restored postoperatively.